Event description:
(B)(4). The easypump needed more than a hour instead of a half a hour an was still not empty. Inside is 2 gr ceftriaxon. The nurse has forced one ep by hand to empty. This one is empty. The other one is the one that was still not empty after a hour. MFR - 9610825-2014-00214.